Event description:
During a site visit to the picu, customer reported that a smartsite valve was stuck on a PICC line. While attempting to remove the smartsite valve, the wings on the PICC line broke, resulting in the need to replace the PICC. The PICC line was replaced w/o incident. No further pt/event info is available.

Manufacturer narrative:
(B)(4). The product was discarded by the customer. The reported complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.